Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the purge leak was most likely sidearm yellow luer damage. The characteristic of the damage was unknown since the product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 44-year-old male awaiting heart and kidney transplant was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump had a fluid leak from a cracked purge sidearm. As a result of the noted issue, the pump was removed and replaced with another impella 5.5 pump for ongoing support. There was no patient harm.